Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer's blood glucose was 84 mg/dl. The reservoir and tube were not in use before. Customer was told to remove the set from the pump. Customer was advised to change the reservoir. Customer did not receive a no delivery alarm during manual prime.